Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device by a field service engineer, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and internal battery were replaced to address the issue.